Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum with moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: during investigation, the pump was powered on and the display was found to be clear and legible. Moisture was observed on the display. The original complaint of a dim/fading display could not be duplicated. Unrelated to the original complaint, moisture was observed in the battery compartment. A leak test was performed and a leak was identified at a crack in the battery compartment. The pump cover was opened and moisture was observed only on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.